Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received check settings alarm, battery out limit alarm, motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that they inserted a new battery for the blank display and turned it back on. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and a confirmed e70 error alarm was noted in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. However, the insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. The insulin passed displacement test, rewind, self test, basic occlusion and prime tests. No unexpected check settings alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.